Manufacturer narrative:
Result - release linkage.

Event description:
It was reported by service report that the head end of the stretcher was drifting down. No pt involvement or adverse consequences are reported.